Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify low reservoir, no delivery alarms due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow block alarm. Customer performed displacement test which passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.